Event description:
It was reported that the device was explanted due to premature battery depletion/eri (elective replacement indicators). The patient had called the hospital because the patient alert sounded. It was later determined that the device was at eri. No patient complications were reported as a result of this event. The patient status was listed as ok.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed that the device had an internal short across the battery. The cause of the short was from an iron particle on the device cathode which in turn allowed for a conductive bridge between the cathode and anode. This resulted in the battery depleting sooner than expected based on the device settings. It was reported that the device was explanted due to premature battery depletion/eri (elective replacement indicators). The patient had called the hospital because the patient alert sounded. It was later determined that the device was at eri. No patient complications were reported as a result of this event. The patient status was listed as ok. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d)battery device was out of specification in a manner that relates to event premature eri (elective replacement indicator).